Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was bent/stretched, dried blood/tissue present around the helix and the conductor coils were deformed with insulation compression. Setscrew marks were confirmed on the terminal pin supporting appropriate connection while implanted; however, surface electrocautery and environmental stress cracking were also observed. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed multiple outer conductor coil fractures, as well as, inner and outer insulation damages. Due to the location and type of lead damages observed, clavicle first rib region entrapment is suspected as root cause of the lead damages.

Event description:
It was reported that this lead was explanted and replaced due to ongoing noise and logged ventricular tachycardia events in the device counter. All measurements with the new lead were acceptable and no resulting adverse effects reported. The lead has been returned for post explant analysis.